Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced parts to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and found error 32056, confirming error occurred in the field but was not replicated. Remote fe recorded error 32056 coupled with error 1123 pointing to i2c on axis 1. Unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on an pftp where all test passed. No signs of damage during visual inspection. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, while putting the system away for the day to report repeated recoverable 32056 errors on arm 2. Customer stated that they had no issues during the case but when attempting to stow the psc for the weekend, the fault occurred. They have attempted to power cycle the system 5 times already, but the fault returns. Tse viewed and confirmed the 32056 error for usm 2 pointing to the acs board. Tse recommended a hard power cycle, but the error returned on power up. The procedure was completed with no reported injury.